Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 40-year-old female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, hypertension, recurrent abortion, stress, morbid obesity, chest pain, head injury, nipple discharge, amenorrhea, bipolar disorder, cervical cone biopsy, colonoscopy, abortion, d & c, induced abortion, cardiac catheterization, congestive heart failure, colposcopy and pedal edema. (B)(6) 2010-pregnancy test: negative essure confirmation test(s) conducted- results were normal. Tubes were occluded. Previously administered products included for gerd: prilosec. Concurrent conditions included aching in knees, heartburn, pain in elbow, lipoma of intra-abdominal organs, headache, vaginal candidiasis, vaginal itching, vaginal discharge, erosive esophagitis, antral gastritis, obstructive sleep apnea syndrome, abdominal mass, right upper quadrant pain, abdominal wall abscess, aching pain in hands, forearms, elbows, weakness in extremity, insect bite nos, urinary retention, itchy, increased urinary frequency, myocardial infarction, peripheral swelling, weight loss, joint swelling, lower urinary tract infection, dysplasia, flank pain, lower abdominal pain, micturition urgency, chronic venous insufficiency, shortness of breath, vomiting blood, bloody stool, cough, fatigue, sinusitis, osteoarthritis knees, runny nose, facial pain, fever, convulsions, deep vein thrombosis, eye itching, eye redness, depression, drug allergy, dyspnea, weight gain, palpitations, varicose veins, congenital valgus deformity of foot nos, sore throat and viral pharyngitis. Concomitant products included antibiotics, furosemide, furosemide (lasix), hydrocodone and ranitidine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 1 month after insertion of essure. In 2017, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain / pain") and migraine ("migraine/ headaches"). On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating") and gastrooesophageal reflux disease ("gerd"). The patient was treated with naproxen, paracetamol (tylenol 8 hour) and phentermine. Essure treatment was not changed. At the time of the report, the stillbirth, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, abdominal distension, gastrooesophageal reflux disease, abdominal pain, pelvic pain and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010. Insertion details - complications:-essure, on the left side got stuck with the coil with withdrawing, the coil had to be removed with the grasper hysteroscopically. The essure could be seen inside the fallopian tube. Discrepancy noted in essure confirmation test- she did not undergo an essure confirmation test, what did your healthcare provider tell you about your results? Results were normal. Tubes were occluded. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2017: conclusion: no acute disease. Computerised tomogram thorax - on (B)(6) 2017: there is a 3.2 mm in the right middle lobe. No chf or pneumonia pneumothorax or effusion. Pregnancy test urine - on (B)(6) 2012: negative. X-ray limb - on (B)(6) 2016: conclusion: normal study,; on (B)(6) 2017: conclusion: mild osteoarthritis, varicose veins in the subcutaneous soft tissues on the anteromedial aspect. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: gastrooesophageal reflux disease, menorrhagia, migraine, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a (B)(6) year-old female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3, hypertension, miscarriage, stress, morbid obesity, chest pain, head injury, nipple discharge, amenorrhea, bipolar disorder, cervical cone biopsy, colonoscopy, abortion, d & c, induced abortion, cardiac catheterization, congestive heart failure, colposcopy and pedal edema. On (B)(6) 2010-pregnancy test: negative. Essure confirmation test(s) conducted- results were normal. Tubes were occluded. Previously administered products included for gerd: prilosec. Concurrent conditions included aching in knees, heartburn, pain in elbow, lipoma of intra-abdominal organs, headache, vaginal candidiasis, vaginal itching, vaginal discharge, erosive esophagitis, antral gastritis, obstructive sleep apnea syndrome, abdominal mass, right upper quadrant pain, abdominal wall abscess, aching pain in hands, forearms, elbows, weakness in extremity, insect bite nos, urinary retention, itchy, increased urinary frequency, myocardial infarction, peripheral swelling, weight loss, joint swelling, lower urinary tract infection, dysplasia, flank pain, lower abdominal pain, micturition urgency, chronic venous insufficiency, shortness of breath, vomiting blood, bloody stool, cough, fatigue, sinusitis, osteoarthritis knees, runny nose, facial pain, fever, convulsions, deep vein thrombosis, eye itching, erythema, depression, drug allergy, dyspnea, weight gain, palpitations, varicose veins, congenital valgus deformity of foot nos, sore throat and viral pharyngitis. Concomitant products included antibiotics, furosemide, furosemide (lasix), hydrocodone and ranitidine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 1 month after insertion of essure. In 2017, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain / pain") and migraine ("migraine/ headaches"). On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating") and gastrooesophageal reflux disease ("gerd"). The patient was treated with naproxen, paracetamol (tylenol 8 hour) and phentermine. Essure treatment was not changed. At the time of the report, the stillbirth, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, abdominal distension, gastrooesophageal reflux disease, abdominal pain, pelvic pain and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010. Insertion details - complications:-essure, on the left side got stuck with the coil with withdrawing, the coil had to be removed with the grasper hysteroscopically. The essure could be seen inside the fallopian tube. Discrepancy noted in essure confirmation test- she did not undergo an essure confirmation test, what did your healthcare provider tell you about your results? Results were normal. Tubes were occluded. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2017: conclusion: no acute disease. Computerised tomogram thorax - on (B)(6) 2017: there is a 3.2 mm in the right middle lobe. No chf or pneumonia pneumothorax or effusion. Pregnancy test urine - on (B)(6) 2012: negative. X-ray limb - on (B)(6) 2016: conclusion: normal study,; on (B)(6) 2017: conclusion: mild osteoarthritis, varicose veins in the subcutaneous soft tissues on the anteromedial aspect. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: gastrooesophageal reflux disease, menorrhagia, migraine, abdominal pain. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs+ mr received- lot number were added. New events abnormal bleeding (menorrhagia), migraine/ headaches, bloating, gerd, abdominal pain, pelvic pain, abnormal bleeding (general), pregnancy with contraceptive device, device ineffective, stillbirth were added. Event injury updated to abnormal bleeding (vaginal). New reporters, patient information, medical history, lab data, concomitant, treatment and historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.